Event description:
It was reported via medwatch "dressing change to be completed per policy. During dressing change, stat lock applied and PICC hub completely separated from PICC line during securement. PICC had to be removed due to risk for infection and was replaced under sedation." Additional information provided 01/02/2024: broke at hub ¿ had been in 1 day, line needed to be replaced. Additional information received 01/04/2024: to my knowledge patient did not have retained fragments or imaging.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed, but the root cause could not be determined. One photo of a 3fr powerpicc sv catheter was returned for evaluation. Review of the photo found that the catheter tubing was separated or broken off from the molded joint before the 0cm depth marker. The photo did not provide enough detail to comment on the nature of the break. Based on the available material for review, the complaint is confirmed but there is insufficient evidence to identify the root cause.

Event description:
It was reported via medwatch "dressing change to be completed per policy. During dressing change, stat lock applied and PICC hub completely separated from PICC line during securement. PICC had to be removed due to risk for infection and was replaced under sedation." Additional information provided 01/02/2024: broke at hub ¿ had been in 1 day, line needed to be replaced additional information received 01/04/2024: to my knowledge patient did not have retained fragments or imaging

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported via medwatch "dressing change to be completed per policy. During dressing change, stat lock applied and PICC hub completely separated from PICC line during securement. PICC had to be removed due to risk for infection and was replaced under sedation."